Manufacturer narrative:
Exact date unknown, event occurred about a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not take a charge despite troubleshooting made. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.